Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that briefly after intra-aortic balloon (iab) insertion, the pump alarmed "balloon leak" repeatedly. The iab was removed and discarded. No adverse event, patient injury or death was reported.